Event description:
Additional information has been requested and received stating as per surgeon's opinion event etiology was unknown. Patient had occasionally high myopic. Patient issues were resolved and surgeon's prognosis was very good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. Two viscoelastics were indicated. Only one of the two viscoelastics were qualified for use with the lens/cartridge combination. It is unknown if the qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if the qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50 cyl.) 07.5 diopter lens was removed and replaced with a company (2.25 cyl.) 07.5 diopter lens. This information would suggest that the replacement lens model's larger cylinder component may be an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision not sharp blurry. Clinical reason for explant was lens rotated leaving patient with astigmatism. The iol was exchanged for advanced technology intraocular lenses (atiol) lens model 2 weeks following the initial implant procedure. Additional information has been requested.